Event description:
It was reported that during an upgrade procedure, the physician noted that there was a break in the insulation of the atrial lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.